Event description:
This report summarizes 12 malfunctions. A review of the events indicated that model ec500f vena cava filter allegedly experienced a patient-device interaction problem. These reports were received from various sources. This malfunction involved all 12 patients with no consequences. Of the 12 reported patients, six were male and four were female. Eight patients ranged between 37-76 years of age and four patient weight ranges from 86-112 kgs. Age, weight, and gender for the remaining patients were not provided.

Manufacturer narrative:
Of the 17 malfunctions, 5 were reassessed for reportability and determined to be m - MDR reportable, as one death that was reported under emdr 2020394-2019-02918, and four serious injury that were reported under emdr 2020394-2019-03367, 2020394-2020-05595, 2020394-2020-06423 and 2020394-2021-80265. For the remaining 12 malfunctions, 9 lot numbers were provided, and lot history reviews were performed; the lot number for the remaining malfunctions were not provided. Of the 12 remaining malfunctions, no devices were returned for evaluation; however, medical records were returned for 10 of the malfunctions with 3 of these malfunctions also receiving medical images. For seven malfunctions, the investigations are confirmed for patient device interaction problem. For four malfunctions, the investigations are inconclusive for perforation. For the remaining one malfunction, the investigation is confirmed for patient device interaction problem and unconfirmed for malposition of device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Lot numbers: gfwi3159, gfvf2217, gfud2521, gful1903, gfwg2914, gfuh2993, unknown) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 18 malfunctions, 3 were reassessed for reportability and determined to be reportable, as two deaths that were reported under emdr 2020394-2019-02918 and emdr 2020394-2019-02872, and a serious injury that was reported under emdr 2020394-2019-03367. For the remaining 15 malfunctions, 8 lot numbers were provided, and lot history reviews were performed; the lot number for the remaining malfunctions were not provided. Of the 15 remaining malfunctions, no devices were returned for evaluation; however, medical records were returned for 4 of the malfunctions with 2 of these malfunctions also receiving medical images. These four malfunctions are confirmed for patient device interaction problem. 1 of the 15 remaining malfunctions further identified malposition of device; the investigation for this malfunction is inconclusive for patient device interaction problem and malposition of device as no objective evidence has been provided to confirm any alleged deficiency with the device. The remaining 10 malfunctions are inconclusive for patient device interaction as no objective evidence has been provided to confirm any alleged deficiency with the device.. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot numbers: gfwi3159, gfvf2217, gfud2521, gfyd3288, gful1903, gfuh2993, gfya2840, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 18 malfunctions. A review of the events indicated that model ec500f vena cava filter experienced a patient-device interaction problem. These reports were received from various sources. All 18 devices were used in patients. Of the reported patients, 4 were male and 4 were female, ranging between 37- and 76-years old and weighing between 68 kgs and 112 kgs. Age, weight, and gender for the remaining patients were not provided. There were no reported patient injuries.

Event description:
This report summarizes 11 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation. These reports were received from various sources. All eleven malfunctions involved patients with no reported consequences. Of the 11 reported patients, four were female and six were male. Eight patients ages were ranged between 37 to 76 years old and four patients weight ranges from 177 to 246 pounds. Age, weight, and gender for the remaining patients were not provided.

Manufacturer narrative:
H10: of the 17 reported malfunctions, one was reassessed for reportability and determined as death and reported under emdr 2020394-2019-02918, and five were reassessed for reportability and determined as serious injury that were reported under emdr 2020394-2019-03367,2020394-2020-05595, 2020394-2020-06423, 2020394-2021-80265 and 2020394-2021-80675. H10: of the remaining eleven reported malfunctions, the lot number was provided for 9 malfunctions, therefore, lot history reviews were performed. Product catalog number was reported as unk eclipse for the two reported malfunctions. The devices were not returned for evaluation, however, medical records were provided and reviewed for 10 malfunctions. Images were provided and reviewed for 4 malfunctions and medical record was not provided for one malfunction. Out of 11 reported malfunctions, seven malfunctions were confirmed for the reported perforation. Three malfunctions were inconclusive for the alleged perforation. The remaining malfunction is confirmed for the perforation; however, unconfirmed for the alleged filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot numbers: gfvf2217,gfud2521,gfwi3159, gful1903, gfwg2914, gfuh2993, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 18 reported malfunctions, two were reassessed for reportability and determined as death that were reported under emdr 2020394-2019-02918,2020394-2019-02872 and five were reassessed for reportability and determined as serious injury that were reported under emdr 2020394-2019-03367,2020394-2020-05595, 2020394-2020-06423, 2020394-2021-80265 and 2020394-2021-80675. H10: of the remaining eleven reported malfunctions, the lot number was provided for 9 malfunctions, therefore, lot history reviews were performed. Product catalog number was reported as unk eclipse for one malfunction. The devices were not returned for evaluation for all malfunctions; however, medical records were provided and reviewed for all the eleven malfunctions. Images were provided and reviewed for 5 malfunctions. Out of 11 reported malfunctions, 8 malfunctions were confirmed for the reported perforation. Two malfunctions were inconclusive for the alleged perforation. For the remaining one malfunction, tilt (a150202) was coded additionally and the investigation is confirmed for the perforation; however, unconfirmed for the alleged filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot numbers: gfvf2217,gfud2521,gfwi3159, gful1903, gfwg2914, gfuh2993, unknown),g3 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 11 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation. These reports were received from various sources. All eleven malfunctions involved patients with no reported consequences. Of the 11 reported patients, four were female and seven were male. Nine patients ages were ranged between 37 to 76 years old and four patients weight ranges from 177 to 247 pounds. Age, weight, and gender for the remaining patients were not provided.

Manufacturer narrative:
H10: of the 18 malfunctions, 4 were reassessed for reportability and determined to be reportable, as two deaths that were reported under emdr 2020394-2019-02918 and emdr 2020394-2019-02872, and two serious injury that were reported under emdr 2020394-2019-03367 and 2020394-2020-05595. H10: for the remaining 14 malfunctions, 8 lot numbers were provided, and lot history reviews were performed; the lot number for the remaining malfunctions were not provided. Of the 14 remaining malfunctions, no devices were returned for evaluation; however, medical records were returned for 6 of the malfunctions with 3 of these malfunctions also receiving medical images. For six malfunctions that provided medical records, the investigations are confirmed for patient device interaction problem. For 7 malfunctions, the investigations are inconclusive for patient device interaction problem as no objective evidence was provided for review. For the remaining one malfunction, the investigation for this malfunction is inconclusive for patient device interaction problem and malposition of device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot numbers: gfwi3159, gfvf2217, gfud2521, gful1903, gfuh2993, unknown); g4. H11: b5, g1, h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 14 malfunctions. A review of the events indicated that model ec500f vena cava filter experienced a patient-device interaction problem. These reports were received from various sources. All 14 devices were used in patients with no reported patient injuries. Of the reported patients, 5 were male and 2 were female. Six patients ranged between 37-76 years of age and one patient weighs 112 kgs. Age, weight, and gender for the remaining patients were not provided.

Event description:
This report summarizes 13 malfunctions. A review of the events indicated that model ec500f vena cava filter experienced a patient-device interaction problem. These reports were received from various sources. All 13 devices were used in patients with no reported patient injuries. Of the reported patients, 6 were male and 3 were female. Seven patients ranged between 37-76 years of age and three patient weight ranges from 86-112 kgs. Age, weight, and gender for the remaining patients were not provided.

Manufacturer narrative:
H10: of the 18 malfunctions, 5 were reassessed for reportability and determined to be reportable, as two deaths that were reported under emdr 2020394-2019-02918 and emdr 2020394-2019-02872, and three serious injury that were reported under emdr 2020394-2019-03367, 2020394-2020-05595 and 2020394-2020-06423. H10: for the remaining 13 malfunctions, 8 lot numbers were provided, and lot history reviews were performed; the lot number for the remaining malfunctions were not provided. Of the 13 remaining malfunctions, no devices were returned for evaluation; however, medical records were returned for 8 of the malfunctions with 3 of these malfunctions also receiving medical images. For seven of the malfunctions that provided medical records, the investigations are confirmed for patient device interaction problem. For the other malfunction that provided medical records, the investigation is inconclusive for perforation. For 4 malfunctions, the investigations are inconclusive for patient device interaction problem as no objective evidence was provided for review. For the remaining one malfunction, the investigation for this malfunction is inconclusive for patient device interaction problem and malposition of device as no objective evidence was provided for review. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot numbers: gfwi3159, gfvf2217, gfud2521, gful1903, gfuh2993, unknown); g4 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 18 malfunctions, 1 was reassessed for reportability and determined to be reportable, as a death, and was reported under emdr 2020394-2019-02918. For the remaining 17 devices, 8 lot numbers were provided, and lot history reviews were performed. No devices were returned for evaluation; however, medical records were returned for 4 of the malfunctions. Additionally, 1 of the remaining 18 malfunctions further identified malposition of device in addition to the alleged patient device interaction problem. The company is still investigating this issue at this time. The device was labeled for single use. Lot numbers: gfwi3159, gfvf2217, gfud2521, gfyd3288, gful1903, gfuh2993, gfya2840, unknown); section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 18 malfunctions. A review of the events indicated that model ec500f vena cava filter experienced a patient-device interaction problem. These reports were received from various sources. All 18 devices were used in patients. Of the reported patients, 4 were male and 3 were female, ranging between 37- and 76-years old and weighing between 68 kgs and 112 kgs. Age, weight, and gender for the remaining patients were not provided. There were no reported patient injuries.

Manufacturer narrative:
6 lot numbers were provided, and lot history reviews were performed. No devices were returned for evaluation. Medical records were returned for 2 of the malfunctions. Those two malfunctions were confirmed for perforation. The company is still investigating this issue at this time. The investigation was not able to determine a root cause. The device was labeled for single use. Additional lot numbers: gfwi3159, gfvf2217, gfud2521, twelve files had lot number unknown.

Event description:
This report summarizes 18 malfunctions. A review of the events indicated that model ec500f vena cava filter experienced a patient-device interaction problem. These reports were received from various sources. All 18 devices were used in patients. One patient is a (B)(6) year old female, of (B)(6). Another patient is a (B)(6) year old male, of unknown weight. Age, weight, and gender for the remaining 16 malfunctions was not provided. There were no reported patient injuries.